Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Operational and diagnostic confirmed the complaint of footswitch works intermittently. This was due to low batteries. Replacement of batteries will correct the problem. However, the base plate is heavily rusted and corroded, and to correct this issue, the base plate would need to be replaced as well. Since the base plate cannot be replaced, this unit is deemed unrepairable. No further testing or repairs on the unit will be conducted, and the unit will be placed into long term hold so that it can be scrapped. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, it was observed that the coag pedal of the vapr vue wireless was not responding as it should. The sales rep stated that the pedal worked intermittently and was lagging. The procedure was able to be completed with the same footswitch with no patient consequences or surgical delay to the case. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.